Event description:
The customer reported the distal luer lock became disconnected from the patients IV catheter and leaked so the patient did not receive any of the medication. There was no report of patient harm or medical intervention. The customer did not provide any additional patient or event information.

Manufacturer narrative:
(B)(4). The customer's report of the distal luer lock became disconnected from patient's IV catheter and leaked could not be confirmed because the product was not returned for evaluation. The root cause could not be identified.